Event description:
The customer contacted stryker to report that their device does not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb and system pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a failure of the device's power pcb assembly.

Event description:
The customer contacted stryker to report that their device does not power on. There was no report of patient use associated with the reported event.